Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. The foreign material may not have been removed because reprocessing could not be conducted properly due to leakage at biopsy channel. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that grip, scope cover had discoloration; switch box had a scratch; plug unit, light guide rod were damaged; scope connector case unit, scope connector cover had corrosion due to water leakage; water tightness was lost due to damage on channel tube; insulation resistance value at distal end did not meet the standard value due to burn on plastic distal end cover; adhesive on bending section cover was detached; connecting tube had a wrinkle; universal cord had a scratch. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope tie rods were not working. The device was returned for evaluation. During the device evaluation, foreign material(corrosion) was found inside the air water cylinder. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.